Event description:
Philips received a complaint from the customer on the v60 indicating that no power was getting to the device. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed the rse that the battery was just replaced and the power supply was putting out 24vdc. The rse advised the customer to swap a good pm pcb into the unit to see if this would resolve the issue. The customer then informed the rse that they had left a ribbon cable unplugged in the user interface assembly while servicing the unit and confirmed the issue was resolved. The customer plugged a ribbon cable that they had left unplugged during service back in to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.